Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that before an unk procedure, the jaws are not opening for holding the tissue in the first case. There were no adverse consequences to the pt.